Manufacturer narrative:
Additional information was added to the following fields: h6: impact codes.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) has been experiencing ventricular tachycardia episodes. The device has been appropriately delivering anti-tachycardia pacing (atp) and shock therapy; however, they have been unsuccessful in terminating the rhythm. Additionally, external shocks have been provided in order to help ending the episodes, however, this have also been unsuccessful. X-rays were performed and they revealed that the patient has an enlarged heart and it is suspected that the position of the system may be a contributing factor, however, this has not been confirmed, optimization options and repositioning of the whole system was discussed. At this time, this device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) has been experiencing ventricular tachycardia episodes. The device has been appropriately delivering anti-tachycardia pacing (atp) and shock therapy; however, they have been unsuccessful in terminating the rhythm. Additionally, external shocks have been provided in order to help ending the episodes, however, this have also been unsuccessful. X-rays were performed and they revealed that the patient has an enlarged heart and it is suspected that the position of the system may be a contributing factor, however, this has not been confirmed, optimization options and repositioning of the whole system was discussed. At this time, this device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b2: outcome attributed to adverse event. B5: describe event or problem field. H6: impact codes. Additional information was added to the following fields: h6: impact codes.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) has been experiencing ventricular tachycardia episodes. The device has been appropriately delivering anti-tachycardia pacing (atp) and shock therapy; however, they have been unsuccessful in terminating the rhythm. Additionally, external shocks have been provided in order to help ending the episodes, however, this have also been unsuccessful. X-rays were performed and they revealed that the patient has an enlarged heart and it is suspected that the position of the system may be a contributing factor, however, this has not been confirmed, optimization options and repositioning of the whole system was discussed. At this time, this device remains in service. No further adverse patient effects were reported. Additional information was received detailing that the system reposition was performed and the device remains in service. No adverse patient effects were reported.